Event description:
It was reported that patients ipg was not working as intended and it will not charge. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return.